Manufacturer narrative:
.

Event description:
The manufacturer's international service technician reported there were multiple failure references found in the device history log during device repair. There was no patient involvement.